Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: 10/20/2009 lumbar x-rays ap and lateral intra operative x-rays show k wires in pedicles of l5 and s1 bilaterally with whetlander retractors in place. Wide decompression has been performed. Films further into the procedure show interbody spacer screws and rod now spanning l5 to s1. Small radiopaque line is noted on the right side just medial and caudal to the l5 pedicle. This could be a cottonoid pledget (pattie).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2009 the patient presented with back tenderness, stiffness and pain with numbness and tingling that radiated into both hips and legs. The patient had difficulty walking, standing, lifting and bending. The patient's preoperative diagnosis was of spondylolisthesis of l5-s1 with disc protrusion at t-12/l1. The patient underwent surgery which consisted of a decompressive lumbar laminectomy with insertion of pedicle screws l5-s1; posterior interbody with peekbanana cage with lateral mass fusion with bmp and autologous bone graft. Per the operative report"... The interspace was then fitted with a size 12 banana cage. The bmp was then packed into the anterior portion of the disk space at l5-s1 and autogenous bone graft was then packed in on top of it. Following this, the banana cage filled with autogenous bone graft 12 mm was then inserted and passed to the center of the disk space&#26464;there was unremarkable monitoring of neural function during surgery. No patient complications were reported. Post-operative films demonstrated satisfactory fusion and no complicating findings post op on (B)(6) 2009 final microscopic diagnosis of the incised intervertebral disc was "focally reactive fibrocartilage with benign clonal proliferation, clinical history of spondylolisthesis; negative for acute discitis, nerve, or malignancy." The patient was discharged from hospital on (B)(6) 2009.